Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis (02/22/2011) with the following findings: the test strips primary allegation was not confirmed. However,the test strips involved with this complaint were tested and found to have ecs-l discoulered. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.